Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Upon review of the data stored in the remote home monitoring website, the impedances have been high and out of range for three months. Pacemaker mediated tachycardia (pmt) were also stored, however they were due to supraventricular tachycardia (svt) and not true pmt. The field representative noted that the lv vector was reprogrammed and the impedance measurements went back to within normal limits. The crt-d and lv lead remain in service and no adverse patient effects were reported.